Event description:
It was reported that the epicardial left ventricular (lv) lead and right ventricular (rv) lead exhibited high thresholds and as a result, the lv lead would be replaced. During the lead revision procedure, it was noted two left ventricular (lv) leads were attempted to be implanted but unable to be used due to patient anatomy. It was decided to utilize the existing epicardial lv lead and as a result, the lv lead remains in use. The programming was adjusted and the rv lead also remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID 4968-60, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2005. (B)(4).